Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. Spline a tubing was found to be damaged; nitinol frame was exposed where the tubing was damaged and raised. The electrodes, sensors, eeprom and jumper met specifications for acceptable resistance values, and continuity was detected across the eeprom. No open or short circuits were detected. Additionally, the catheter was successfully connected to and recognized by an ensite x system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report is to advise of material deformation found on the catheter during investigation.